Event description:
Update 05-mar-2026. It was confirmed that the error occurred during an orthopedic surgery. The surgery was finished successfully with a different device (disposable). It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. The reported event was confirmed as one unpackaged ar-8916-14-ru, 1.7mm drill bit, reusable, batch number 917672, was received for investigation and upon visual inspection, it was observed that the drill is slightly bent (see evaluation pictures 1 + 3). Functional testing was not performed due to the damage of the device. The most likely cause for the reported failure can be attributed to improper bone prep, misaligned insertion or prying/leveraging the device during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery the two drill bits were complete but bent or folded, making them unusable. No parts were missing, so there was no loss during surgery. There was no harm for patient, operator or third party reported. No further information was provided.